Event description:
It was reported that the plunger rod in the bd integra¿ syringe with detachable needle was loose and pulled out when drawing it back before use. The following information was provided by the initial reporter: "there is not a trend now but wanted to let you know that we have a bd integra syringe with retracting bd precisionglide needle 3ml 25gx1in ref 305270 that when we opened the package and tried to withdraw/pull back on the plunger, it was not attached to the syringe at all. So far this is the only syringe in the box that has had this issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod in the bd integra¿ syringe with detachable needle was loose and pulled out when drawing it back before use. The following information was provided by the initial reporter: "there is not a trend now but wanted to let you know that we have a bd integra syringe with retracting bd precisionglide needle 3ml 25gx1in ref 305270 that when we opened the package and tried to withdraw/pull back on the plunger, it was not attached to the syringe at all. So far this is the only syringe in the box that has had this issue.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-10-24. One sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that the inner plunger rod inserted into the outer plunger rod in its normal position inside the barrel. The reported issue was not confirmed upon inspection of the sample. A device history record review was completed for provided lot number 2206538. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.